Manufacturer narrative:
Manufacturer received info from a user that her husband was transgressing down a ramp and began to negotiate a turn and fell out of his chair. User was allegedly hospitalized and has since passed. Correlation between the user's death and this event has not been established. Circumstances at the time of the event are unk. It's unk if the ramp transgressed was to ada standards. Details of alleged injury and whether user was wearing his seat positioning strap are unclear at this time. Malfunction not confirmed.

Event description:
The consumer's wife states her husband was going down a ramp and began to negotiate a left turn, when he allegedly fell out of the chair to the ground. The consumer has been in the hospital as a result of the fall and subsequently passed away a few days ago.